Event description:
It was reported that the patient underwent a laminectomy at l2, l3, l4 and l5. It was reported that part of the pedicle screw is present at l5. It was reported that the disc space at l2-3 is narrowed. There is approximately 4 to 5mm of mild retrolisthesis at l2-3. No additional patient complications were reported.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at levels l3-s1. It was reported that the patient was experiencing pain. It was reported that some time post op, the screw broke in the bottom right of the construct (s1). All hardware was removed except the lower shaft of one screw that remains in the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
Imaging films were returned to the manufacturer for evaluation. Ap and lateral lumbar films verify that the right l5 pedicle screw was broken and left behind after the removal of the rest of the construct. Postoperative skin staples are visible on ap view. A final analysis could not be determined.